Manufacturer narrative:
(B)(4). The ail pcb (air in line printed circuit board) was recalibrated to resolve the failure code 810:04 condition found during baxter device evaluation.

Event description:
During baxter device evaluation, failure code 810:04 was found in the device's event history. The assignable cause was determined to be an out of calibration ail pcb (air in line printed circuit board). There is no adverse event, patient injury or medical intervention associated with this report.the user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) stating that they received cuvette failing out of limit error on the unicel dxc 600 pro synchron clinical systems. No patient results were generated in this event. No injury was reported on this issue.

Manufacturer narrative:
(B)(4). The alert date was inaccurate in the initial medwatch report. The accurate alert date is 7/16/10.